Event description:
It was reported that a pt with a subscapular vns implant had high impedance on a system diagnostics test. Info received to date indicates the device was functioning properly as diagnostics were within normal limits at the pt's previous visit five months ago. Also, the pt fell forward and hit his cheek one month prior to the high impedance report.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.